Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Pt stated that they charged the controller and tried to connect to the ins, but it wouldn't connect. Pt stated that they had issues for a while and that they would reset the controller to resolve. Pt unlocked the controller during the call and saw that the controller was looking for the device and then the main therapy screen. Pt said that they saw that the stimulation was off. Agent reviewed and guided the pt through turning the stimulation on. Pt noted that both the controller and ins batteries were fully charged. Pt was confused and thought that the stimulation would turn itself on when the controller was circling on looking for device. Agent reviewed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.